Event description:
It was reported that the patient experienced a stroke following bilateral procedures. The patient presented as symptomatic and underwent a left transcarotid artery revascularization (tcar) procedure. Following the left tcar procedure, the physician elected to perform a right tcar on the same day. The right tcar was completed, with cerebral oximetry changes noted in the left hemisphere. The patient was extubated and followed commands, including tongue protrusion and a left-hand squeeze; however, the right arm remained flaccid. The patient was transferred to postoperative care, and IV cangrelor was administered. Computed tomography (CT) angiography of the head and neck showed no bleed or infarct. The physician noted complete paralysis of the right upper extremity. The patient was reported to be admitted to the hospital beyond the standard of care. The physician later reported significant improvement, including improved right leg movement and emerging grip in the right hand. The physician also noted the magnetic resonance imaging (MRI) showed diffuse microstrokes with no localized findings.

Manufacturer narrative:
Investigation results: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event does not represent a new or unanticipated risk. This event type was accounted for during the product risk analysis to support an acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".

Event description:
It was reported that the patient experienced a stroke following bilateral procedures. The patient presented as symptomatic and underwent a left transcarotid artery revascularization (tcar) procedure. Following the left tcar procedure, the physician elected to perform a right tcar on the same day. The right tcar was completed, with cerebral oximetry changes noted in the left hemisphere. The patient was extubated and followed commands, including tongue protrusion and a left-hand squeeze; however, the right arm remained flaccid. The patient was transferred to postoperative care, and IV cangrelor was administered. Computed tomography (CT) angiography of the head and neck showed no bleed or infarct. The physician noted complete paralysis of the right upper extremity. The patient was reported to be admitted to the hospital beyond the standard of care. The physician later reported significant improvement, including improved right leg movement and emerging grip in the right hand. The physician also noted the magnetic resonance imaging (MRI) showed diffuse microstrokes with no localized findings.